Event description:
A health care professional reported that during intraocular lens implantation surgery, a rift/damaged edge on the iol was noticed. Procedure was completed on the same day and the lens was remains implanted. Additional information has been requested but no information is available at the time of this report. There are two medical reports associated with this file. This file is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).